Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error after waking up with high blood glucose. The patient's blood glucose level was 141 mg/dl at the time of the call. The customer stated that they had woken up from sleep with high blood glucose of 225 mg/dl. The customer treated the high blood glucose with the insulin pump. The customer was unable to rewind the insulin pump after the motor error alarm. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Findings: unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime/a33 test due to faulty sensor resistor. Unable to perform excessive no delivery and occlusion test due to prime anomaly. The motor was tested outside the device and passed. Unit received with minor scratches on lcd window. Unit received with cracked battery tube threads.